Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Access was gained through the left femoral artery. The lesion being treated was located in the severely tortuous, severely calcified right coronary artery (rca) with a 90 degree bend. The physician had used the 3.25x12mm nc quantum apex balloon 3 times during the procedure with all inflations being successful. On the 4th use of the device, difficulty crossing the previously placed 2.75x28mm promus stent was experienced. The balloon was inflated to 16atms for 5-6 seconds when a balloon rupture occurred inside a previously placed promus stent. Rotablation was performed. The procedure was completed with a 3.25x15mm non-bsc balloon. The stent remains well apposed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).